Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4). The device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. On an unspecified date, an epic stent as implanted to treat a target lesion in the superficial femoral artery (sfa). In october 2017, the patient presented for treatment of the 100% restenosed epic stent located in a mildly tortuous and moderately calcified sfa. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. Upon inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.